Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient had multiple falls over the past few months and was no longer getting coverage as before with ¿bil head coverage¿. It was reported that the patient had uncomfortable stimulation on the right side of their head. Impedances were checked and electrodes 0 through 7 and 14 and 15 were all within normal range. However, electrodes 8 through 13 showed high impedances. It was reported that reprogramming was successful at this point and they were able to get the patient coverage on the left as well as on the right side. The issue was resolved at the time of the report. It was indicated that the patient would let their provider know if additional assistance was needed. No surgical intervention occurred or was planned and the patient was alive and without injury. It was asked and will not be made available (legal/confidential reason) when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.